Manufacturer narrative:
A review of tickets was performed for reagent lot number 94679li00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify an increase in complaint activity for false nonreactive results and no trends were identified for the issue. The customer's return sample was tested with alinity s anti-hcv, list number 6p04-55, lot 94679li00, giving a non-reactive result of 0.07 s/co. The sample was further tested on inno-lia hcv score blot as a reference test and was positive. Recomline hcv igg blot was also tested as reference test and was negative. The interpretation is inconclusive; discrepant results were obtained with the two blots and different antigen bands showed reactivity. To evaluate analytical sensitivity of the affected alinity s anti-hcv reagent, two sensitivity panels were tested. The sensitivity panels met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to historical data of alinity s anti-hcv test results. Reagent lot 94679li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity s anti-hcv reagent, lot number 94679li00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 6p04 that has a similar product distributed in the us, list number 1l79. Section a. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) alinity s anti-hcv result for 1 sample. The following discrepant data was provided: on (B)(6) 2019 alinity result = (B)(6), siemens instrument = (B)(6), inno-lia method = (B)(6), elisa = (B)(6). No impact to patient management was reported.